Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling of "skipped beats". There was an elevated thresholds which led to loss of capture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.